Manufacturer narrative:
H.6. Investigation summary no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr was clogged. This was discovered during use. The following information was provided by the initial reporter: many needles from this batch are clogged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm hp 100 box fr was clogged. This was discovered during use. The following information was provided by the initial reporter: many needles from this batch are clogged.